Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The glenosphere has come away from the baseplate. The pt had not received any trauma and the initial surgery was performed in (B)(6) 2013. The surgeon has stated that this pt is a very muscular pt and may have removed glenosphere during activity.